Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed. No anomalies were found and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d274trk implantable cardioverter defibrillator (ICD) implanted: 2010-(B)(6), product ID 693565 impla ntable tachy lead implanted: 2010-(B)(6), product ID 694958 implantable tachy lead implanted: 2006-(B)(6), product ID 4592-53 implantable pacing lead implanted: 2006-(B)(6), (B)(4).

Event description:
It was reported that the system was explanted due to sepsis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.